Manufacturer narrative:
An image was submitted for evaluation to abbott; no device components were returned. The guidewire appeared to have multiple bends and twists; the outer coils appeared to have been stretched. The guidewire corewire appeared to have been fractured and protruded at a hook-shaped bend in the guidewire. Visual inspection was based solely upon a review of the photographs provided. Review of the device history record was not possible as the lot number is unknown. The cause of the reported event remains unknown.

Event description:
At the end of a peripheral intervention procedure for treatment of a lesion in the peripheral artery, resistance was noted when removing the guidewire from the patient. The guidewire was removed and it was noted that the coils had stretched. The guidewire was noted to be in one piece. Manual pressure was applied to close the access point. The procedure was completed and there was no adverse patient effect and no clinically significant delay reported.